Manufacturer narrative:
A ge service rep instructed the customer over the phone to reload the pt scan, and to recalibrate the first instrument. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would display an error message saying that the verification point was not correct. No pt injury was reported.